Manufacturer narrative:
Other, other text: one pneupac parapac ventilator was returned for analysis. Upon visual inspection cracks were observed on the case in the back. The unit was functional tested noting a power issue as the unit is not getting any voltage from the battery holder. Based on the evidence, the complaint was not confirmed, and the root cause is unknown.

Event description:
Information was received indicating that the high-pressure alarm to a smiths medical pneupac parapac ventilator was reported to not be working when disconnected. There were no reported adverse effects.